Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the stylus of the programmer could not be calibrated. However it was noted that the stylus cable was damaged (still working and shall be replaced). It was further noted that lower bullets were worn and logo button was missing and were replaced. The touchscreen was calibrated, software re-installed and updated and the programmer was cleaned. The programmer passed electrical safety test and then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance/repair. It was further reported that the stylus of the programmer could not be calibrated despite several attempts and the user then attempted to operate the programmer using a different stylus to no avail. The programmer was received into service and repair. There was no patient involvement.

Manufacturer narrative:
Change of fdc code. If information is provided in the future, a supplemental report will be issued.